Event description:
Reportedly, a simple uncomplicated adhesiolysis resulted that did not involve any energy sources. The only energy source used was a bipolar cautery to gain hemostasis while taking down the falciform ligament. However, the pt required a reoperation, one day post-operatively. At that time, a tack with a small amount of enteric contents on it was found with a hole in the colon directly underneath this. In this particular area there were two tacks and one was backed out perhaps one-half millimeter more than the other. Procedure: lap ventral hernia repair. Pt status: unk.